Manufacturer narrative:
The device was received by resmed for an engineering investigation. The device evaluation confirmed a single occurrence of error message (sf74), however, performance testing could not reproduce the reported event. Based on all evidence and previous investigations of similar complaints, the investigation determined that the reported event was due to a software issue. The device was reset to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) related to a software issue. There was no patient harm or serious injury reported as a result of this incident.